Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. In addition, it was reported that multiple cartridge alarms (alarm 30) occurred during basal insulin delivery. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 230 mg/dl.